Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was possible for infection and culture was sent to confirm the infection. There were no additional adverse patient effects were reported. The product remains in service.